Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that both coils were buckled or accordion and torn. Additionally, the suture and positioner were not returned. A functional inspection was performed and a mandrel 0.039 was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to concluded that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific that a tria ureteral stent was used during a ureteroscopy procedure in the right ureter performed on (B)(6) 2023. During the procedure, when attempting to insert the stent using the positioner, the tail became buckled. The procedure was successfully completed with another tria ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material.

Event description:
It was reported to boston scientific that a tria ureteral stent was used during a ureteroscopy procedure in the right ureter performed on (B)(6) 2023. During the procedure, when attempting to insert the stent using the positioner, the tail became buckled. The procedure was successfully completed with another tria ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.